Event description:
It was reported that a patient's insertable cardiac monitor presented with false tachycardia episodes due to t-wave over-sensing. No changes were reported. There were no patient consequences.